Event description:
The manufacturer received information alleging a trilogy ventilator was returned for service with damage. There was no harm or injury reported. During the evaluation, it was noted that the alternating current (a/c) cable was damaged. The a/c power connector cable requires replacement to address the issue. Unrelated to the complaint, the direct current (d/c) power cable was also noted to be damaged and required replacement. However, no repairs were completed because the device was scrapped.